Event description:
The customer reportedly was traveling on uneven, broken pavement causing customer to tip sideways. Customer struck the head when customer fell out of the unit and sustained a concussion.